Event description:
A report was received that the patient had difficulty charging. X-ray showed that the ipg had flipped. The patient will undergo a pocket revision.

Event description:
A report was received that the patient had difficulty charging. X-ray showed that the ipg had flipped. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.